Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank: no. Dilation performed : no: yes. Intervention/treatment (check 'none' or all that apply)none : no: yes. Log line 1 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no: n/a. Patient identifier: (B)(6). Guy's and st thomas' nhs foundation trust. Sex: female. Age (at time of consent): 45 years. Country of event: ous. Model: lxm15. Device lot number: 26786. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: (B)(6) 2023. End date: blank. Severity: mild. Is the adverse event serious? No. No relationship to study device: causal. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Outcome: recovering/resolving. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 26786, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Additional information received: intervention/treatment. (Check 'none' or all that apply)none : yes => no. ¿none¿ is now unchecked after being queried (so ¿none¿or no treatment no longer applies). Dilation is checked with type of dilation (type) and a date of treatment. Yes, the subject had a dilation.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. Corrected data d4: UDI#. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank index.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. Additional information received: start date: (B)(6) 2024. Alert date: (B)(6) 2025. Country of event: ous. Model: lxm15. Device lot number: 26786. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Patient details. Patient identifier: (B)(6) site, country name: united kingdom. Sex: female. Age (at time of consent): 45 years. Additional event details: site awareness date: 02 jan 2025. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2025. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. Additional information: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => no.

Manufacturer narrative:
(B)(4). Date sent; 6/17/2025. Additional information: updated log line; 1. Updated: outcome: recovering/resolving: not recovered/not resolved severity: mild: moderate updated log line: 2. Updated: outcome: recovering/resolving: not recovered/not resolved. Severity: mild: moderate. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? No: n/a.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2025. Additional information: awareness date : 02 jan 2025 => 02 feb 2025. Updated. Log line: 1 updated: awareness date : 27 mar 2023 => 26 jun 2023.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2025. Additional information: updated: awareness date: from 02 feb 2025 to 14 feb 2025.